Manufacturer narrative:
(B)(4). Additional narrative: per the customer, this device is not available for evaluation. Therefore, the results of evaluation could not be completed and the reported condition of a no-flow/non-delivery could not be confirmed. A batch review was performed finding that no exception/non-conformance reports were documented for this lot. All release criteria were met for the build of the lot. Should the device and/or any additional information become available, a follow-up report will be submitted.

Event description:
Baxter (B)(4) received a report that (1) ce infusor lv 10 device was not running. The device was filled with flucloxacillin 8000mg in 0.9% nacl. There was patient involvement, as this occurred during delivery. There was no additional information. This is reference 5 of 5 from the facility, as the facility reported 5 devices.